Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the plastic packaging was already open, therefore product was not sterile. The external cardboard box seemed to be intact.